Event description:
It was reported that during a generator change-out due to normal eri, an alert for low, out of range high voltage lead impedance was observed. Lead replacement was recommended.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. Internal insulation abrasions were noted at 29.6-30.1 cm and 30.5-31.3 cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 22.2-22.3 cm, 23.1-23.2 cm, and 28.8-29.3 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 21.1-21.8 cm from the distal tip. The rv conductor etfe coating was abraded and the distal end of the svc shock coil was melted at this location. This is consistent with the observation from the field of impedance anomaly.